Event description:
It was reported that the screw broke holding insert in place, insert disengaged from baseplate and bottom of screw was left in baseplate. Powerburr used to remove remaining piece of screw. Replaced by the same size and thickness duracon ts insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.